Event description:
It was reported that the customer was hospitalized for two days for high blood glucose levels. Customer was treated with insulin drip while in the hospital.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.